Event description:
It was reported that during testing at the user facility the holder was broken off. The handle breaking off during a procedure could result in an infection risk if the piece fell into the surgical field. No known patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the user facility the holder was broken off. The handle breaking off during a procedure could result in an infection risk if the piece fell into the surgical field. No known patient involvement or procedural delays were reported with this event.